Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Tactile artifact contributed to the false detection. The pt was reportedly conscious and reported pressing the response buttons. Review of the pt's downloaded data reveals that the response buttons were not pressed during the entire event. The pt visited the emergency room for further evaluation, was discharged home, and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt visited the emergency for further evaluation and continued use of the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage: monitor (B)(4): 12/2013, electrode belt (B)(4): 03/2012. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).